Event description:
Customer reported the collimator closed down and the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
The customer refused access to the equipment.